Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the patient line. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 306-451 mg/dl.